Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer had high blood glucose levels of 46.8 mg/dl. The customer reported an issue with the blood glucose levels not transmitting to the insulin pump. No additional information is provided.